Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio: 5.0, inratio: 3.6. Time elapsed between each method of testing is thirty minutes. Pt's therapeutic range is 2-3.